Manufacturer narrative:
Correction: b1 "product problem (e.g., defects/malfunctions)" was missing from previous report.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in two pieces with the helix extended and clogged with blood/tissue. Visual inspection found an external insulation abrasion that breached the optim sheath with intact silicone insulation beneath proximal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.